Event description:
It was reported that there was variable high voltage coil impedance. The lead was tested through the analyzer and appeared to be stable, however both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found. (B)(4) the lead was returned, analyzed, and analysis indicated that the defib conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the interior right ventricle defib cable fractured due to flan; exposed coil continuity is complete. Lead length is unknown. Distance of fracture from distal tip is 37.7cm.